Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.

Event description:
It was reported that during a routine device replacement procedure, difficulty was encountered with loosening the set screw in the header of this subcutaneous implantable cardioverter defibrillator (s-ICD). The field representative indicated that 4 different torque wrenches were used, and all of the wrenches were bent while trying to loosen the set screw. Continued attempts were made and the set screw was able to be loosened and the electrode was successfully removed from the device header. This device was explanted and replaced, and the chronic electrode was used with the replacement device. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.